Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to his clinic after receiving a shock when he was walking his dog. The patient reported recent falls on his mountain bike earlier this month with trauma to the device site. A message had been generated to check the right ventricular (rv) lead. Review of stored episode identified sensing of p-waves on the rv lead resulted in inappropriate anti-tachycardia pacing (atp) and the inappropriate shock. Noise was observed post shock in addition to decreased pacing impedance and sensing measurements and increased threshold measurements. Review of the implant x-rays noted some tension on the lead and insulation degradation was questioned. Recent episodes of non-sustained ventricular tachycardia (nsvt) and vt, and all electrograms (egm's) suggested that the device was double counting these episodes which triggered therapy. There was no evidence of noise on the lead, and histograms showed no evidence of double counting at the patient's last device check three months ago. The associated implantable device is scheduled for elective replacement in the near future. The patient was admitted to the hospital to await device replacement and a potential lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this patient presented to his clinic after receiving a shock when he was walking his dog. The patient reported recent falls on his mountain bike earlier this month with trauma to the device site. A message had been generated to check the right ventricular (rv) lead. Review of stored episode identified sensing of p-waves on the rv lead resulted in inappropriate anti-tachycardia pacing (atp) and the inappropriate shock. Noise was observed post shock in addition to decreased pacing impedance and sensing measurements and increased threshold measurements. Review of the implant x-rays noted some tension on the lead and insulation degradation was questioned. Recent episodes of non-sustained ventricular tachycardia (nsvt) and vt, and all electrograms (egm's) suggested that the device was double counting these episodes which triggered therapy. There was no evidence of noise on the lead, and histograms showed no evidence of double counting at the patient's last device check three months ago. The associated implantable device is scheduled for elective replacement in the near future. The patient was admitted to the hospital to await device replacement and a potential lead revision. No additional adverse patient effects were reported. It was reported that this device and rv lead were subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to his clinic after receiving a shock when he was walking his dog. The patient reported recent falls on his mountain bike earlier this month with trauma to the device site. A message had been generated to check the right ventricular (rv) lead. Review of stored episode identified sensing of p-waves on the rv lead resulted in inappropriate anti-tachycardia pacing (atp) and the inappropriate shock. Noise was observed post shock in addition to decreased pacing impedance and sensing measurements and increased threshold measurements. Review of the implant x-rays noted some tension on the lead and insulation degradation was questioned. Recent episodes of non-sustained ventricular tachycardia (nsvt) and vt, and all electrograms (egm's) suggested that the device was double counting these episodes which triggered therapy. There was no evidence of noise on the lead, and histograms showed no evidence of double counting at the patient's last device check three months ago. The associated implantable device is scheduled for elective replacement in the near future. The patient was admitted to the hospital to await device replacement and a potential lead revision. No additional adverse patient effects were reported. It was reported that this device and the associated rv lead were explanted and replaced. No additional adverse patient effects were reported.